Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 01/22/2020. Additional information received: the leak reported on (B)(6) 2019 persisted and a patch was attempted to repair the leak. The patient required an additional ileostomy on (B)(6) 2019 and additional procedure will be required in the future.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This file was reviewed by a cross functional team during the weekly adverse event review and additional information is requested: is the lot number of the device available? What healthcare professional fired the device and what is his/her experience with the device? Were there any issues experienced with the device in the initial surgical procedure? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? How was leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? Was the site of the leak addressed directly in addition to performing an ileostomy on 3/29? If so, how? What specific procedure was done on 5/4 and 5/23? What is the current status of the patient? (B)(4).

Event description:
It was reported that the first surgery was a robotic sigmoid colectomy on 03/20 (post op day eight). The patient developed an anastomotic leak and required a loop ileostomy on 03/29. The ileostomy was reversed on 05/04. On 05/23 she had to come back for an ongoing leak. She went back to the or for exploratory laparatomy and they did see an ongoing leak. That was repaired with a patch. Since 05/23 the patient has gone home, being discharged on 06/04.

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020. Medical records attached.

Manufacturer narrative:
(B)(4). Medical records attached. Per ethicon medical surgeon consult (medical review): this patient is a 70 year old female with a history of chronic, recurring diverticulitis. The surgeon performed a robotic laparoscopic sigmoidectomy and he utilized an endocutter with a green reload and a 29 mm circular stapler. That initial operation proceeded without difficulty and both staplers functioned as expected. Eight days later, she returns to the operating room due to a pelvic abscess secondary to colonic leak. While not unheard of, this is uncommon. Importantly, the surgeon notes that only 1-2 mm of the staple line had dehisced indicating the rest of the staple line had well formed staples and was securing the tissue appropriately. The combination of this very small dehiscence and the timing of 8 days post op suggests a tissue problem and not a stapler problem. She¿s managed appropriately and has a relatively speedy recovery and planned elective reversal of the ileostomy that was placed during the second operation. This ileostomy reversal also proceeds without difficulty and the patient is discharged appropriately. Surprisingly, she re-presents three weeks later; again with a pelvic abscess. She¿s returned to the operating room where a thorough evaluation of her abdomen and gi tract is undertaken without an obvious source of leak noted. The surgeon then proceeds to perform a sigmoidoscopy where he notes a well healed circular anastomosis with the exception of a ¿microperforation¿ within the circular staple line. Again, he manages this situation appropriately. In summary, the course of these events suggests to me some element of healing difficulties, perhaps a subtle collagen/vascular disease, rather than any difficulties with surgical instrumentation. - attachment: [anest and op report 5.4.19_redacted (002).pdf, anest and op report 7.31.19_redacted.pdf, anest and op report 3.20.19_redacted (002).pdf].

Manufacturer narrative:
(B)(4). Date sent: 02/26/2021. H6: health effect ¿ clinical code = gastrointestinal system (e10). Medical records were received. Please see attached.